Event description:
A (B)(6) female pt's son contacted zoll customer support to report a code 204 and code 107 as well as a cracked connector. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204 / code 107 / cracked connector) has been confirmed. As received, the trunk cable connector was cracked. Upon eval, the blue (can_l) wire was open in the trunk cable connector. The cause of the reported issues is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open blue wire in the trunk cable connector. The cause of the damaged wire is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.